Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral adaptor and femoral component broke . Update sep 4, 2017 records reviewed. Der indicated that the -2 mm adapter bolt broke, that connects tc3 femur component to the 5 degree adapter. There was no indication that the femur fractured, nor the 5 degree adapter. Implant fracture harm removed from previously input femur component. Complaint updated on: oct 2, 2017